Manufacturer narrative:
The initial reporter's name was not provided.

Event description:
The advocate stated her daughter's blood glucose readings were not stored in the memory of the contour next ez on (B)(6) 2016. No adverse event was alleged. Advocate was advised to return the meter for investigation. A new meter was sent to the customer.